Event description:
It was reported "after 2 days of treatment, the pump alarm helium leakage. Gas was withdrawn from the helium pipeline and blood was found. Therefore, a new catheter was immediately replaced". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint that "gas was withdrawn from the helium pipeline and blood was found" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after 2 days of treatment, the pump alarm helium leakage. Gas was withdrawn from the helium pipeline and blood was found. Therefore, a new catheter was immediately replaced". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "after 2 days of treatment, the pump alarm helium leakage. Gas was withdrawn from the helium pipeline and blood was found. Therefore, a new catheter was immediately replaced". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the teflon sheath was noted on the iabc; blood was noted in the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. A bend to the iab central lumen was noted at approximately 50cm from the distal tip. Dried blood was noted on the exterior surfaces of the re-turned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0052in-0.0061in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system docu-ment. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc bladder membrane at approximately 10.3cm from the distal tip. The leak site was consistent with contact from a sharp object; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approxi-mately 50cm from the iabc distal tip; which is the location of the previously noted bend. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 26cm from the iabc luer; which is the location of the previously noted bend. No blood or debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The de-vice passed all manufacturing specificat ions prior to release. The reported complaint for "gas was withdrawn from the helium pipeline and blood was found" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder and this caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint inves-tigation due to the bladder leak. The probable root cause is customer handling related. No further action is required at this time. This will be monitored for any developing trends.